Event description:
It was reported that during use, the wire in the accustick kit sheared off. The procedure was a hepatic hickman catheter insertion. The pt was prepped and draped. The accustick needle was inserted and contrast was injected. The contrast pulsed away. The accustick needle was thought to be in the hepatic vein. The accustick guidewire was passed through the needle. The guidewire immediately curled back on itself. The radiologist performing the procedure pulled the wire back and the wire would not readily come out. The radiologist tried gently to remove the wire. It was noted that the wire's floppy tip was sheared off. The braiding between the stiff part of the wire and floppy tip was noted to be coming unbraided. The radiologist pulled the guidewire out and the braiding continued to come apart. The radiologist had to aggressively pull the wire out. It was documented that the floppy tip with at least 2-3 inches of the braiding remained in the pt's liver. It was further reported that it is not possible to retrieve the lost portion of the wire without surgery and the pt is in critical condition. The wire is not felt to be in any danger of migration. The device unable to be returned for eval. The portion of the wire that was removed has been impounded in the hospital's pathology lab.

Manufacturer narrative:
Customer complaint not confirmed. Device was not returned for investigation. Without the device available for inspection, or more detail from the event info, a possible root cause cannot be determined. A review of the device history record revealed no issues that could be associated with this incident.